Event description:
It was learned that a bioprosthetic aortic valve, implanted for two (2) years and nine (9) months, was explanted due to endocarditis. The patient presented with recurrent (B)(6) bacteremia. Intraoperative findings not that there was substantial vegetation confined to the leaflets of the valve with the sewing ring unaffected. There was absolutely no annular abscesses or soft areas. The explanted device was replaced with another edwards bioprosthetic valve. The valve was well-seated with no signs of perivalvular leak and the coronary ostia. Hotshot was given and cross-clamp was removed and the heart started in slow rhythm with complete heart block and narrow ventricular complexes. Weaning from cardiopulmonary bypass was uncomplicated. Echo revealed a well-functioning aortic valve with no leakage and a low mean gradient. The patient was discharged home in improved condition on pod #5.

Manufacturer narrative:
(B)(4). Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the patient developed endocarditis after two years of implantation. It has been determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
Additional manufacturer narrative: multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the procedure is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time. UDI #: (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for two (2) years and nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve. No other details available.